Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative. A specific cause for the reported low flows could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This chapter instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had persistent low flow alarms despite blood pressure optimization. It was noted that the patient had a small left ventricular end-diastolic diameter of 3.9 cm. Computed tomography angiography was not able to be performed due to borderline renal function but suspicion for outflow graft obstruction was "low". Low flow adjustment software was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.